Manufacturer narrative:
By checking the manufacturing charts of the involved lot number 1309283, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot number 1309283 and sterilization (B)(4). We will submit the final MDR as soon as the investigation is complete.

Event description:
Shoulder revision due to cuff failure performed on (B)(6) 2025. The patient had subscapularis tear, and the anatomic total shoulder was revised to reverse total shoulder. The following components were removed and replaced with reverse components: smr humeral head ø52 mm (part code 1322.09.520, lot number 1309283, sterilization (B)(4)). Smr ecc.adaptor taper standard (part code 1330.15.274, lot number 141061, sterilization (B)(4)). Smr finned humeral body (part code 1350.15.110, lot number 1409544, sterilization (B)(4)). Liner f. Met.back glen.small (part code 1377.50.020, lot number 1407195, sterilization (B)(4)). Previous surgery took place on (B)(6) 2015. The patient is a male, date of birth (B)(6) 1945. Event happened in the united states.